Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician stated that the right ventricular (rv) capture management was calculating higher rv thresholds than manual thresholds. The physician indicated that patient condition may be affecting capture management measurements. The rv capture management feature on the patient¿s implantable cardioverter defibrillator (ICD) was turned off and the ICD remains in use. No patient complications have been reported as a result of this event.